Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal was loaded properly inside the delivery tube. When the delivery tube was pulled out from the loader device, the seal stuck inside the loader device. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B) (4).